Event description:
It was reported that the spinal cord stimulation (scs) leads migrated. The patient underwent a procedure where the leads were removed and replaced. Post-operatively, the patient was recovering well. The leads were not released by the hospital and therefore will not be returned for analysis.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: infinion cx. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7079070.